Event description:
According to the reporter, during a thyroidectomy, all two devices were only loading every other clip. Another device from a different lot was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 133650 - 133650 premium surgiclip iii 9.0, lot# p4j0816 133650 - 133650 premium surgiclip iii 9.0, lot# p4j0816. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was partially applied with five remaining clips. The distal end of the channel cover was intact, and microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functional testing found that the instrument was cycled, but the pusher did not load the clip, and the pusher bar was found to be damaged. It was reported that the device only loading every other clip. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the damaged pusher bar condition may occur when the jaws of the instrument are constrained or with a side load to the jaws while attempting to fire a clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws. Excessive twisting or torquing the jaws may dislodge clip from the jaws or cause clip m alformation after jaw closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.